Event description:
(B)(4). I had essure placed months prior to this. I had constant bleeding problems from the start. I was currently being worked up for a liver transplant due to primary biliary cirrhosis. I became pregnant and due to my medical condition had to have a d and c on (B)(6). Once healed, I continued to have bleeding and due to that, issues with finding one of the coils, and my liver condition I had a total hysterectomy. I wasn't able to have it done robotically or laparoscopically as my md normally would do because of the anesthesia and my liver condition. Due to the total hysterectomy, I was thrown into menopause and could not take any hormone replacement therapy because of my liver. I was (B)(6). This is the very short version as I required multiple doctors due to the dangerous condition essure put me in with my liver. I have all and any medical records needed. This device caused my physical damage (bleeding, pain, surgeries, recovery,etc), financial damage as I missed work for multiple doctor appointments as well as recovery from both surgeries, and emotional damage (having to have a medical abortion , especially since years before this we went to a perinatal doctor about having children with my liver disease, and having to deal with all this in the middle of trying to be listed for a transplant).